Event description:
The patient reported blood glucose results of "205 mg/dl, 176 mg/dl and 131 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution was replaced.